Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the loose support disk. The device was received with missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 272mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The customer mentioned that the device also had an error, and the end cap sticker was missing. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.